Event description:
The tech alleged the bed had no head up function electrically or manually. No pt impact.

Manufacturer narrative:
The tech found the cause to be the hydraulic block leaking hydraulic fluid. The tech replaced the hydraulic block to resolve the issue.